Event description:
It was reported that the device had an elective replacement indicator and early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Please note the initial regulatory report for this reportable complaint was timely submitted on (B)(4) 2012, under manufacturing report number 6000094000-2012-00820; however the incorrect suspect medical device was reflected and as a result the report required redaction (which was completed on (B)(4) 2012). Accordingly, this report should be regarded for this reportable complaint. Evaluation summary: (B)(4) the device was returned, analyzed and analysis revealed that the device met 80% of expected longevity. Performance data was analyzed and daily battery voltage trend data in save to disk file (B)(4) shows min bat=2.62 to 2.61 volts between (B)(6) 2012, is just before the device alert for device rrt<=2.61 volt.